Manufacturer narrative:
The reported events of ¿the stylet was stuck in the lead¿ and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with stuck stylet inside the lead. Visual examination found the helix was extended with traces of blood/body fluids. X-ray inspection found the inner coil was overtorqued inside the connector region with all filars of the inner coil were broken/separated consistent with procedural damage. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Unable to perform stylet insertion/ removal test due to overtorqued inner coil inside the connector region the cause of the reported events was due to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead could not fully retract when attempting to reposition the lead again and the stylet was stuck in the lead. The lead was removed and replaced. The patient was in stable condition.